Event description:
It was reported by the interventional radiologist that they had deployed an 8f angio-seal sts plus device post angiogram. An antegrade stick was used to puncture the artery for the procedure. During the location of the artery step of the angio-seal deployment, the radiologist insterted the locator an additional two centimeters after blood flow was established. It was stated "the deployment didn't feel quite right," in fact, manual compression was held for ten minutes to acheive hemostasis. A 50 centimeter sheath and a long guidewire were used during the angio-seal deployment. Later that evening, the pt experienced symptoms of vessel occlusion and an ultrasound was done. The pt was taken to interventional radiology and an angiogram with angioplasty was done at the site of the occlusion. The radiologist believed the occluded area was the collagen from the deployed angio-seal device. The radiologist contacted the st. Jude medical representative and inquired what steps would be appropriate when intra arterial collagen deposition is suspected. The angio-seal instruction for use statement regarding collagen deposition was referrred to. The pt went to surgery the next day for removal of the angio-seal device which was found intra arterial. A search of the angio-seal database revealed no certification for this user. The st. Jude medical representative discussed the certification process with this user.